Manufacturer narrative:
Analyzer was returned to magellan for further investigation. Confirmation testing could not be performed due to analyzer errors being generated. Confirmed customer's issue through review of the error logs for the analyzer. Corrosion of analyzer sensor pins was identified during instrument repair. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. (B)(4). Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017.

Event description:
Customer started experiencing "system failed" messages during startup of the analyzer. In these cases, the analyzer will not generate results. The analyzer error log shows that analyzer errors were generated in large numbers prior to the complaint call. Analyzer was performing as expected in generating those error messages however customer continued to run the analyzer. Review of analyzer event logs also showed the customer was not consistently running periodic qc according to the manufacturer's instructions. When customer did run controls they were out of range. No reported injuries occurred as a result of this issue.